Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2011 and a drain was used. As the drain was placed, the surgeon closed the wound site. Then the surgeon re-opened the wound site on the same day for a lymph node biopsy and closed during the same surgery. The drain was not replaced at this time. After that the reservoir was activated, but it did not suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). One fluted drain and attached it to the j-vac 100cc reservoir was returned for evaluation. When the reservoir was activated, the drainage was very weak. When inspected visually, big clots of blood were observed inside the drain. When the clots were removed, the drainage was increased. The device information for use warns that "an effective closed suction drainage system requires maintenance of the system to preserve patiency. The drain must not be allowed to occlude not the reservoir to completely fill, and reservoir suction must be maintained."; the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1021014 mfg date: 11/01/2010, exp date: 11/15/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01389. The same patient is represented in each medwatch.